Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4)2017 additional information: patient codes: (B)(4) ¿ urgency, (B)(4) - frequency additional narrative: it was reported that following insertion patient experienced urgency and frequency.

Manufacturer narrative:
(B)(4). It was reported that after mesh implantation the patient experienced pelvic pain, vaginal pain, rectal pain, infections and urinary disturbances. The patient underwent several surgeries to remove adhesions in pelvic area. It was reported that the surgeon could not locate the mesh during surgery. The patient has also had an interstim system implanted 2004 and 2009 for interstitial cystitis.